Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6570-0-236, lot 53178001, delta v-40 ceramic head 36/+5; 2030-6525-1, lot unknown, 6.5 cancellous bone screw 25mm; 2030-6520-1, lot mnp4t1, 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "revision left total hip (anterior) acetabular only pre-op diagnosis: failed total hip, complication of total hip implant. Patient complaints: dull pain, feels like hip is going to give out. Removed head, liner, 20 screw, 25 screw. No further information available per hospital."